Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as bleeding caused by rubbing. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed antibiotics and powder for the skin irritation. Follow up indicated that the skin irritation improved.